Event description:
It was reported that the stent delivery system (sds) was being advanced to the lesion, when it became stuck in the mid rca. When the sds was pulled back, the stent dislodged. Another company's stent was placed over the unexpanded stent and the dislodged stent was compressed between the artery wall and the other company's stent.